Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0455472v, product type lead; product ID 37612, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported impedance measurements were taken and it was indicated that all unipolar pairs were showing high impedances on the left side but all bipolar pairs were within normal limits. When the patient lifted a heavier box, he felt something unusual. No trauma/falls were related to the issue. The patient was scheduled to see a neurosurgeon 4 days after report. Additional information received from the health care professional (hcp) reported there was a "shunt series" on the x-ray and there was a separation of the lead wire which was the cause of the high impedances.